Event description:
It was reported via repair work order that allegedly while raising the bed height the oxygen bottle holder went across the head wall and pulled up the power cord. It was further reported that it partially unplugged the bed and the bottle holder made contact with the power cord and caused an arc. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.